Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle deployed the cannula early during the activation process. The patient did not provide any blood glucose levels. The pod was not worn.

Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed. The download data indicates the first prime completed at pulse 44 and the device was deactivated at pulse 44. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.the product was returned with a different lot and sequence number than was reported and noted on the initial MDR. Correction to d(4): lot number changed from unavailable to ps1k11182021. Sequence number changed from unavailable to 0441230. Expiration date changed from unavailable to 5/18/2022. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 11/18/2020.